Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the bioprosthetic valve stenosis is unknown; however, it could be related to the conditions described above. In addition, patient factors (chf, cad, htn) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4)- no testing methods performed. Result: (B)(4)- no results available since no evaluation performed. Conclusion: (B)(4)- known inherent risk of procedure; human factors.

Event description:
As reported through the (B)(4) trial, approximately 3 years and 1 month post implantation of a sapien xt valve, the patient received a second non-edwards bioprosthetic valve. In review of medical records (admission, discharge summary) the patient presented with acute on chronic diastolic chf secondary to severe bioprosthetic aortic stenosis. Initially, the patient did well; however, progressive shortness of breath was noted. The patient was managed medically and underwent a serial repeat of echo studies that most recently revealed severe bioprosthetic aortic stenosis. The patient underwent a successful placement of a 26mm bioprosthetic valve. The patient was discharged 2 days post replacement procedure.